Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) drill. G2: foreign. Event occurred in portugal. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a drill bit broke during surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.